Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage and a crack on the battery compartment. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed. No harm requiring medical intervention was reported. The product return was requested for mmt-1880l and the product was returned for analysis.

Manufacturer narrative:
Blank display due to severely corroded pcb1 and pcb2 board. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case- corner of belt clip rails, cracked keypad overlay, faded serial number label, and cracked battery tube threads. The p-cap/reservoir does lock properly. Confirmed cosmetic damage to the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.